Manufacturer narrative:
Event date: (B)(6) 2015. MFR receiving date: 12/10/2015. Conclusion / root cause: the shorted q18, l2 and d7 on the power management pcba prevented the ventilator to power on. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator would not power on. The customer reported the unit was not in use on patient.

Event description:
The customer reported that the ventilator would not power on. The customer reported the unit was not in use on patient.